Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported by the customer that the introducer wire had a burr. Distal to change too floppy. No other information was provided.

Event description:
It was reported by the customer that the introducer wire had a burr. Distal to change too floppy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One 50 cm guidewire was returned for evaluation. The wire and weld tips were found to be fully intact. The proximal end of the floppy section was observed to contain slight bends. No apparent kinks were noted. A microscopic inspection of the damaged guidewire section did not reveal any burrs or protrusions from the coil wire. The outer diameter was measured and was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include advancement against resistance and patient anatomy. Since the guidewire was observed to be bent, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.